Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the charger wasn't working anymore. The recharger had been going haywire for almost a year as it was taking 5-7 hours to charge the ins. When they first got the ins it took 45-60 minutes. They didn't have a lot of time to sit and wait for the ins to charge that long, so they last charged the ins 5-6 weeks ago. For the last month to month and a half they couldn't get the ins to charge at all. When they tried they got a reposition antenna screen. The patient declined using the recharger on the call. They tried connecting with the patient programmer, but after changing the batteries they saw a poor communication screen. A possible overdischarge was reviewed. It was further reported that the recharger antenna and cord were damaged and the wires could be seen. Additional information was received from the patient. It was reported that the "battery is bad in the stimulator" and the patient was scheduled to have it replaced on march 4th at 6 am. The patient mentioned that they had not seen a manufacturer representative (rep) to verify if the battery was "bad" or not and they would like to meet with one prior to the ins surgery. The patient confirmed their healthcare professional (hcp) thought the ins battery was bad because the patient was unable to charge it. Patient services (ps) reviewed that the ins was likely in overdischarge and advised the patient to have their hcp call to schedule a rep to meet at the office and check the ins. No symptoms were reported. No further complications were reported.